Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose of 50 mg/dl and treated with fruit. Troubleshooting found that the customer indicated that the serter does not fire and the button would not release. Troubleshooting advised customer on insertion technique. The customer was advised that the serter and sensor would be replaced and to return the product for analysis. Customer declined low blood glucose troubleshooting.